Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and remove were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: if removal of a stent system is required prior to deployment, ensure that the guide catheter is coaxially positioned relative to the stent delivery system, and cautiously withdraw the stent delivery system into the guide catheter. Should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a direct stenting procedure of the mildly calcified, 90% stenosed, narrow right coronary artery, the 2.5 x 18 mm xience xpedition stent delivery system (sds) was being repositioned when the stent got caught with the non-abbott guide catheter. The device was removed as a system; a second stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.